Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior lumbar interbody fusion (alif), then posterior screw fixation surgery due to unknown reason. Intra-op, while attempting to remove the screw by dropping a rod down the tulip <(>&<)> pin wheeling out, the screw head detached from the post. The post is still in the patient. There were no patient complications were reported due to this event.

Manufacturer narrative:
Additional information received: product analysis results: visual review confirms screw breakage at the bone screw neck, just below the head. He threaded lower portion of the screw that broke off was not returned. Visual and microscopic examination of the mas head did not reveal any witness marks or material deformation on the bottom face of the mas head. The torx driver's tip has broken off and jammed into the female torx of the screw. Dimensional examination of the bone screw neck orientation found to be near the maximum angulation of the head. These observations suggest possible loading the bone screw around the neck area of the bone screw. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Microscopic examination of the fracture surface identified a fairly flat fracture surface with multiple ratchet marks near the area of crack propagation, and gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major and minor diameters of the bone screw confirm relevant bone screw dimensions are within print specification. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.